Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia following identification of a leaking insulin pump cartridge, with continued elevated blood glucose despite cartridge and set changes and confirmed insulin delivery; subsequent use of a cartridge from a different box functioned better, and the user noted a separate sensor failure that led to approximately two hours without insulin. Symptoms included high blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included the need for backup subcutaneous insulin injections and user self-management without professional medical intervention or hospitalization. Investigation included user education and troubleshooting focused on cartridge insertion, tubing fill, infusion set changes, and evaluation of potential site issues including scar tissue. Investigation of this case revealed a cartridge leak and suspected infusion/set delivery interruption, with improved performance after switching to a new cartridge from a different lot. It was concluded that hyperglycemia was associated with a leaking cartridge and probable insulin delivery disruption, with resolution after replacement and no lasting adverse effects. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.